Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. There was an additional untreated episode observed. Pocket manipulation and isometrics were performed, and only accurately marked noise was noticed. Technical services (ts) reviewed the data and recommended possible reprogramming options. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.